Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the procedure, the arthroscope's tip breaks, as a result the piece falling into the patient's joint. The complaint device was not returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown arthroscopy procedure on an unknown date, it was observed that the endoscope device broke at the tip in the middle of the surgery. The broken piece fell into the patient's joint. The surgeon tried to I remove what he could from the joint but there may have been something behind in the joint. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. It was not reported if and how the procedure was completed. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.